Manufacturer narrative:
Additional information: b.3, d.11, g.3. Correction to e.2, e.3, g.3(omit other/not provided).

Event description:
It was reported that the tubing "broke" at the upper fitment when loading the set into the device. There was no report by the customer of any patient impact. The event occurred in the cdu.

Event description:
It was reported that the tubing "broke" at the upper fitment when loading the set into the device. There was no report by the customer of any patient impact. The event occurred in the cdu.

Manufacturer narrative:
Additional information added; d.10. The customer¿s report that the tubing "broke" at the upper fitment (determined to be a separation) when loading the set into the device was confirmed on primary set model 2426-0500. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was observed that the silicone segment tubing was completely separated from the upper fitment. The separation was observed at the engagement between the upper fitment and the silicone segment tubing. Dimensional analysis of the upper fitment, silicone segment, and retainer ring observed all dimensions to be within specification(s). Functional testing was not performed due to the separation. The root cause of the separated tubing could not be definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Requested patient demographics; however, not provided.

Event description:
It was reported that the tubing "broke" at the upper fitment when loading the set into the device. Although requested, there is no additional patient or event information available at this time.